Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Report received from patient representative stating the patient experienced pain after the implantation of allergan expanders. Physician report states: "another significant seroma production dark membrane. T/ ultrasound-guided drainage.¿ & "at 2 weeks post-surgery patient reports pain in the back and left scapula. No reason for back pain found. Pain now controlled using medication wounds are closed.". The device has been removed and replaced with breast implanted. Right side device.